Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-06910, 2017865-2021-06913 it was reported that the patient presented in emergency room. Infection with lead vegetations were observed on right ventricular, right atrial and left ventricular leads. The cause of infection was possibly due to oral flora. The device system was explanted. The patient was stable after the procedure.